Event description:
Customer reported that 6 years ago he had low blood glucose. Paramedics were called and customer was transported to the hospital. Customer blood glucose reading was 36 mg/dl when paramedics arrived. Customer reported that the cause of the low blood glucose was too much insulin and not enough food. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.